Event description:
Pulmonetic systems, inc. Received an email from a rep in 2002. The rep reported the following problem: unit stopped, was able to restart, but stopped again. Unit alarmed. No pt harm.